Event description:
It has been reported to philips that the flexvision pc displayed "0:00" and the allura system could not start up. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot up. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.